Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medial products: product ID: d314trg ICD implanted: (B)(6) 2012. A 6945-65 lead implanted: (B)(6) 2000. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead has high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.